Event description:
It was stated that the customer was hospitalized for hyperglycemia and the blood glucose levels were over 1000 mg/dl. The customer was experiencing erratic high blood glucose levels the day prior to the hospitalization and it is unsure whether or not the customer changed the infusion set. The customer's girlfriend ran the leadscrew test and the insulin pump passed the test. However, the girlfriend did not have time to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.